Manufacturer narrative:
Products were reported in error. Actual products reported: egia45amt product, lot #: n3c0403lx ; egia 45 articulating med/thick sulu, k083519. Idrvultra1 product, serial # (B)(4); idrive ultra powered handle 1, k121510. Egiaadapt product, serial #: (B)(4); endo gia adapter standard.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time.

Event description:
According to the reporter, during a lap hepatectomy procedure, a (B)(4) was assembled to the idrive ultra stapler, the jaw was closed on the hepatic pedicle and a green status light was on. The reload was fired. However,the idrive ultra stapler could not successfully fire to the end and it stopped when the I-beam hit the tissue. Surgeon attempted to press the fire button continually but I-beam could not move forward. The reload unit was withdrawn and replaced with a (B)(4) but same thing has happened again. Finally, surgeon decided to transect the pedicle with a manual (B)(4) stapler and a new reload. The (B)(4) and (B)(4) were returned to office for investigation. No patient injury